Event description:
It was reported bd venflon¿ pro safety catheter had leakage issues. The following information was provided by the initial reporter: "drips out of the hole in the filter."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd venflon¿ pro safety catheter had leakage issues. The following information was provided by the initial reporter: "drips out of the hole in the filter."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd venflon¿ pro safety catheter had leakage issues. The following information was provided by the initial reporter: "...drips out of the hole in the filter...".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 09-mar-2022. H.6. Investigation: 100 representative samples were received by our quality team for evaluation. 63 representative samples are from cav #49, 17 samples are from cav #53, 12 samples are from cav #54, and 8 samples are from cav #57. All samples were subjected to visual inspection. 63 of the samples failed the visual inspection as a sink mark was observed on end cap luer cone tip. All 63 samples belong to cav #49. A through hole as observed on 31 of the 63 samples of the cav #49 end cap. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The molding process was reviewed. The probable root cause for the reported leakage could be due to the sink mark hole at the luer cone tip of the end cap. The air vent may be choked during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. CAPA#4710247 has been initiated to address this issue. H3 other text : see h.10.